Event description:
It was reported that intermittent altitude alarms have occurred. The customers blood glucose (bg) level was "high"; although specific value was not provided. Customer addressed the elevated bg via manual injection. No additional patient or event information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.